Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test due to a protruded/loose drive support disk. The device was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on the battery tube threads, loose/shifted end cap sticker and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called in to report insulin pump was showing an alarm during priming. During troubleshooting, it was found that the drive support cap was protruding from the device. Customers blood glucose level was 138 mg/dl. Advised to discontinue use. Nothing further reported.